Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging other message. The reporter stated that it was only one vial that was giving that issue and every other vial has been working fine. The reporter did not want to walk through a retest. There was no indication that the product caused or contributed to an adverse event.